Event description:
It was reported while on a call the legs of the stretcher would allegedly not operate using power. The manual release was confirmed to be operational; however, the medics called a 2nd truck to continue the patient transport on another stretcher. No injury or adverse effect was reported as a result.

Event description:
It was reported while on a call the legs of the stretcher would allegedly not operate using power. The manual release was confirmed to be operational; however, the medics called a 2nd truck to continue the patient transport on another stretcher. No injury or adverse effect was reported as a result.

Manufacturer narrative:
The stretcher was returned to manufacturer and a visual and functional evaluation was conducted by quality personnel. The reported issue was confirmed and traced back to the actuator not functioning properly. The actuator on the stretcher was replaced and the unit was returned to complainant.